Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was due to customer delivering "too much insulin". Customer might have miscalculated their bolus, but this could not be confirmed. Reportedly, the customer consumed carbohydrates to address bg. Tandem technical support recommended that the customer consult with their healthcare provider regarding elevated bg.